Manufacturer narrative:
(B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date of this report and the date received by the manufacturer were considered the date the device returned. The sion black guide wire was returned for evaluation. The guide wire was bent at approximately 40mm from the tip. At approximately 170mm from the tip, the polymer jacket was found damaged. Microscopic observation found the polymer jacket was damaged for approximately 15mm, partially peeled off and partially missing. On the proximal side of the damage, peeled polymer jacket was folded and gathered distally. On the distal side of the damage, the polymer jacket surface was roughened as it was scratched by something hard that also made a piece of the polymer jacket peel off and expose the core wire underneath. Overall, the polymer jacket was damaged for approximately 160mm from its proximal end that was originally located at 200mm from the tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that calcified plaque or stent edge had most likely contributed to the observed damage on the polymer jacket as it scraped the wire surface. It was concluded that this event was not attributed to product quality. Although there were no adverse patient effects, damage on the polymer jacket was severe; therefore, it was unable to completely rule out potentiality that some fragment(s) could be left in the patient. The instructions for use (IFU) states: [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] abrasion of the guide wire coating.

Event description:
It was reported that the polymer jacket of an asahi sion black guide wire became pleated during a pci to treat a moderately calcified 90-99% occlusion in the rca. Multiple guide wires were used in attempts to cross the lesion, however, failed. The guide wire was then used and able to cross. Two stents were deployed and the guide wire was removed when the polymer jacket on top of the guide wire was found folded into pleats. Because the blood flow was successfully reestablished and nothing looked wrong under the angiogram, the physician finished the procedure without taking additional action. He commented that the guide wire could be caught by the deployed stents. The patient was fine without any adverse effects after the procedure.